Event description:
Approximately 1/2 hour into hemodialysis treatment a leak was noticed on the bloodline at the bonded joint between the main venous tubing and bottom port of venous chamber. Patient's blood was discarded resulting in estimated blood loss of 150cc - 250cc. No patient injury or need for medical intervention is reported.